Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced there was a leak between the tubing connector and cannula on (B)(6) 2025. It was also reported that patient experienced hyperglycemia caused by infusion set. No further information was available.